Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h4: the lot was manufactured sometime in april 2024. H11: the device and video sample were received for evaluation. Visual inspection of the device and video sample did not identify any abnormalities that could have contributed to the reported condition. Gravity test and leak test under water were performed, and no issues were noted. The administered solution was running correctly through the set. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extension set leaked from the nearest to patient port. The device contained lipids. This occurred about 17 hours into patient infusion. The lipid infusion was stopped and the device was disconnected from the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.